Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 1 minute: 47 mg/dl (aviva system 1) and 159 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement sent.